Event description:
The customer reported a bulging pump segment. Chemotherapy solution was primed by pharmacy. The nurse inserted the tubing into the pump, started the pump and the chemo did not flow and a bubble formed in the tubing at point of entry at the top of the IV pump. No alarm sounded. There were no IV pushes administered. Chemotherapy was wasted and tubing discarded. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(6). The customer's report of a bulging segment was confirmed per the picture provided by the customer. The bulge was noted on the silicone segment near the upper fitment. The root cause of this failure could not be identified because the set was not returned for eval.